Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a red screen during interrogation with a da error notification. Technical services was contacted and confirmed no issues with system performance. The error is suggestive of a benign issue and represents no impact to delivery of critical therapy. Device remains implanted and in service with no adverse patient effects.